Event description:
The following was reported to kci by the nurse: on (B)(6) 2012, the pt was admitted to the facility with v.a.c. Therapy in place. On (B)(6) 2012, the pt became septic and was transferred to the hosp for treatment. On (B)(6) 2012, the pt's wound was debrided and the surgeon removed what allegedly appeared to be a piece of v.a.c granufoam dressing from the wound. After the debridement v.a.c therapy was initiated. The pt was discharged to home in satisfactory condition and continued to receive v.a.c therapy.

Manufacturer narrative:
Based on info provided, it cannot be determined when the foreign body alleged to be v.a.c granufoam foam was inadvertently left in the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. There was no alleged product malfunction. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.